Manufacturer narrative:
B3 revised date as it was reported incorrectly on the initial report that was submitted. E4 selection was added as it was omitted from the initial report that was submitted. G3 date on initial report should of been 27-nov-2025. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been submitted. Data analysis: the console logs were not relevant and showed no errors. Device analysis: the console was returned for further investigation. During the inspection, it was found that the outer sheath of the alternating current (ac) power cord did not meet the datasheet specification. The sheath had been stripped approximately 0.44 inches more than required, which may have caused the cable to sit loose and being properly secured by the clamp inside the plug. In addition, there were no clamp marks on either the outer sheath or the internal wires. Root cause: the reported issue of a damaged automated impella controller power cord was confirmed and determined to be caused by an insufficient or incorrect length of the black outer sheath (defective ac power cord). Product history review summary : there were two involving the same subcomponent lot as the reported issue was discovered during the review the product history of the console.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the damage was discovered not during patient care but during inspection of the aic while it was in storage. Aic power cord was damaged.

Manufacturer narrative:
Device status: the impella device was returned, and an evaluation/analysis is underway. Upon completion of this analysis, a supplemental report will be filed.